Manufacturer narrative:
B5 describe event or problem - additional h2 correction/additional information h6 health effect impact code - correction h6 health effect clinical code - correction. H6 medical device problem code - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 03/15/2026, it was reported that the patient¿s cgm readings were fluctuating and behaving erratically; however, he did not perform a fingerstick blood glucose (bg fs) to verify accuracy at that time. He stated that approximately 30 minutes prior to the event, the cgm reading decreased from 200 mg/dl to 40 mg/dl. The patient did not report whether a cgm alert occurred when the device displayed 40 mg/dl. Initially, the customer stated that he did not experience symptoms and that the seizure occurred suddenly. Later in the discussion, he clarified that before collapsing he experienced hand shaking/tremors and significant exhaustion. A household member (relationship not specified) witnessed the patient collapse and had a seizure and subsequently contacted emergency medical services (ems). The incident was reported to have occurred at approximately 3:48 pm (local time). The patient was unable to recall the exact sequence of events following ems arrival but believed that paramedics transported him by ambulance and administered a glucagon injection enroute to the hospital (specific medication not identified). He was unsure whether ems obtained a bg fs measurement prior to hospital arrival. Upon arrival at the emergency room (ER), an bg fs measurement of 140 mg/dl was obtained, while the cgm was reportedly reading approximately 130 mg/dl at that time. The patient was monitored in the ER for approximately 4.5 hours and was discharged the same day. He reported that no additional medications or treatments were administered or prescribed during his ER visit. At the time of the report, the customer stated that he has since fully recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient developed seizures and tremors. At the time of the event, the blood glucose (bg) level was reported as 130 mg/dl, while the cgm displayed a value of 40 mg/dl; however, it was not specified when these values were obtained in relation to the event timeline. Details regarding who contacted ems and whether any treatment was provided prior to emergency medical services (ems) arrival or during ambulance transport remain unclear. The patient received IV dextrose at the hospital and was discharged in less than 24 hours after his condition stabilized. At the time of reporting, no additional patient or event details were available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.